Event description:
It was reported that the mandibular plates implanted on (B) (6), 2006 allegedly fractured and required a revision. Event date (revision surgery) was (B) (6), 2008.

Manufacturer narrative:
The product is not available to stryker. Stryker will complete an investigation and include it in the follow up report.